Event description:
It was reported that the lead was capped due to oversensing as well as shock impedance and pacing impedance out of range. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded an initial pacing impedance of 900 ohms, gradually decreasing to 600 ohms and from (B)(6) 2023 on with intermittent drops to 200 ohms with a final pacing impedance of 200 ohms until the end of recording period. Furthermore, a slightly fluctuating shock impedance of 70 ohms was recorded with a sudden rise to >150 ohms in (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.